Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately two years post vena cava filter deployment for dvt; a CT scan demonstrated a vena cava filter that was not fully expanded. The patient status at this time is unknown.